Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received, and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that an occlusion alarm occurred. Customer changed pump supplies and resumed insulin delivery. Additionally, it was reported, that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.